Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of lead trend data showed that more recent measurements were within normal limits in the 40 ohms range. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.